Event description:
The valve was implanted in the patient for v-p shunting in 2006. The valve was explanted in 2007, due to intracranial hypertension. An obstruction of the shunt is suspected. The customer request to check the valve.

Manufacturer narrative:
The incident has been reported to manufacturer on 07/05/2007. Results of analysis will be developed in a follow-up report.